Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested, but not made available at this time. If additional information becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "stryker triathlon left knee system. Patient cannot straighten her knee ever since the surgery. She also cannot kneel on her knee at all. Surgeon manipulated knee on (B)(6) 2008."